Manufacturer narrative:
(B)(4). Only event year known: 2023. Batch #a9c03d. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a body cavity with one staple line, two unformed staples, and some staples not properly forming, in addition, one needle was observed. The photo shows a body cavity with one staple line and some staples not formed. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number a9c03d, and no non-conformances were identified additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Answer: the patient is good at the moment, but her hospital stay has been extended for some days. As previously explained, the patient has been re-operated the same day of the first procedure (B)(6) 2023), due to bleeding from an omental vessel. This complication is not related to the misfiring of the stapler, but both problems (misfiring and bleeding) forced us to keep the patient in the ward. She has been administered a liquid diet for one week and she underwent an x-ray with oral contrast yesterday, without any problems. Consequently she started a smooth oral diet without symptoms and drainage is still on site and it is empty. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy the stapler cut and correctly placed 3 rows of stitches on the portion of the stomach to be removed while placing only one row of correctly closed stitches (the outermost one considering the central axis of the stapler). The other two rows of clips were open. It was the third reload used. It was green. The previous ones were two black reloads. The surgery was completed by changing the stapler and using 2 gold reloads. On the patient's stomach portion, the surgeon reinforced the suture line with a fil bloc suture. There was a 30 minute delay to the surgery. The patient was conducted back for bleeding from omentum. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2023. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with an ecr60g reload loaded in the device. Additionally, the reload was received with the right side fully fired, the left side outer row fully fired, and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 221c40, and no non-conformances were identified.